Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump and assisted with the process, after which the malfunction code did not reappear. The customer was informed to continue using the pump and to contact technical support if the issue recurred.